Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 470 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. Customer stated that the insulin pump received motor error alarm and pump error alarm. Customer was able to clear the alarm. Customer was unable to rewind the insulin pump. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
On (B)(6)2022 the customer returned device for an alleged received a motor error and customer received an a45 alarm. Device received unable to perform functional testing including the displacement, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and a45 alarm due to detached/missing end cap. Device history download using thds was successful. However, there is no data available on (B)(6)2022) unable to perform data analysis for motor error and a45 alarm complaint. The following were noted during visual inspection: minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unit received with detached/missing end cap, unable to perform any testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.